Event description:
It was reported that there was no capture and undersensing on the ventricular lead. The lead was repositioned and remains in use. It was also reported that the physician had to cut away silicon in order to insert the wrench into the setscrew to reposition lead.the device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: tdk061047v: the lead was not returned for analysis. However, performance data collected from the device was r eceived and analyzed. Analysis revealed there was low resistance/impedance and two patient alerts were noted for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace impedance trend data showed a decrease for the maximum and minimum ventricular pace bipolar impedance from 456 ohms to 247 ohms and minimum impedance noted between (B)(6) 2012 and (B)(6) 2013. Concomitant product: 5076 non-defib lead (B)(6) 2012. (B)(4).